Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3387s-40, lot# v022287, product type: lead; product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3387s-40, lot# v022287, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life and t here was no telemetry or output. Destructive analysis of the battery cell showed normal depletion with no internal shorting path or un-attributable damage to any of the cell components. Visual and dimensional inspection found that the battery was swollen. The swelling was most likely caused by an external short or other mishandling.

Event description:
It was reported that the patient was seen on (B)(6) 2014 and the right battery was at end of service (eos), 2.15 volts. The settings were 60us, 130hz, 2.0v, 3+1- bipolar. The patient had previously been seen on (B)(6) 2013 and therapy impedance had been 1123 ohms, 2.519ma. On (B)(6) 2014 impedances were c/0-greater than 40,000, c/1-485, c/2-2770 andc/3-485. Bipolar values were not available. Therapy impedance was 1392 ohms. It was noted that this had no seemed right as the patient had a short as indicated by the case values which was the reason for the dead battery. The patient had lost therapy as a result of the premature battery depletion. The patient had been implanted with two devices on (B)(6) 2012 and the devices had eventually completely depleted. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the device was replaced. There was no patient death or injury.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had symptoms of rigidity. The implantable neurostimulator (ins) had reached end of service on (B)(6) 2014 and was replaced on (B)(6) 2014. The cause of the impedance issue was determined to be device related. X-rays were done and the patient had been programmed in continuous mode. Following the replacement the patient had recovered without permanent impairment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.